Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation event description it was reported, the doctor opened the package of biwire nitinol hydrophilic wire guide before the operation, he found that part of the hydrophilic coating of the guidewire had fallen off. The coating was not activated before removal from the holder and then the wire guide was replaced with a new one to complete the operation. There was no impact to the patient. The patient did not require any additional procedures due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. One wire guide was returned for investigation in an open package with label. The returned complaint device was reviewed by the supplier who noted skived/cut damage 76.2 cm to 77.2 cm from the distal tip, exposing approximately 1 cm of the metallic core wire. Also, the specimen presented the skived/cut polymer jacket material displaced distally over itself at 78.7cm from the distal tip. Also there was large radius bend damage at 41 cm and kink damage at 145cm from the distal tip. The supplier concluded the nature of the observed damage is representative of attempting to remove the wire guide from the dispenser hoop without proper hydration. The wire guide is assembled and packaged by a supplier who also carried out an investigation. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of manufacturing procedures carried out by the supplier found controls to be in place to assure device integrity prior to shipment. A review of the DHR by cook and the supplier for the reported complaint device lot found no related anomalies. A review of the device history records did not present any indication of a manufacturing defect or anomaly that could have impacted the event as reported. The device history records indicate this product was final inspection tested at the supplier´s site and was determined to be acceptable. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, provides the following information to the user related to the reported failure mode: instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. The IFU states "the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution.", it was reported ¿the coating was not activated before removal from the holder.¿ cook has concluded the cause of the complaint is not following the steps in the IFU to activate the coating. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the doctor opened the package of biwire nitinol hydrophilic wire guide before the operation, he found that part of the hydrophilic coating of the guidewire had fallen off. The coating was not activated before removal from the holder and then the wire guide was replaced with a new one to complete the operation. There was no impact to the patient. The patient did not require any additional procedures due to this occurrence.